Manufacturer narrative:
No intervention was performed. The type of event has been updated as additional information clarified no lead revision occurred and the event was ongoing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that imaging (x-ray, MRI, CT scan, etc) showed movement of the bilateral lumbar peripheral neuroelectrodes from the original implantation locations. It was the two peripheral lumbar leads that migrated. It was clarified that no lead revision occurred; the event was still ongoing.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3487a-56 lot# v578018 serial# implanted: (B)(6) 2011 explanted: product type lead product ID 3487a-56 lot# v621705 serial# implanted: (B)(6) 2011 explanted: product type lead product ID 3487a-56 lot# v578018 serial# implanted: (B)(6) 2011 explanted: product type lead product ID 3487a-56 lot# v621705 serial# implanted: (B)(6) 2011 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) of a clinical study reported loss of right lumbar stimulation paresthesia and lead migration/dislodgement. Diagnostics were performed, imaging showed movement of the bilateral lumbar peripheral neuroelectrodes from the original implantation locations. The etiology indicated the relationship of the event to the device or therapy was related, but not related to the implant procedure. Decompression and bilateral l5-s1 posterior lumbar fusion was performed. During the procedure, the lumbar peripheral neuroelectrodes were moved to allow access and then attempt made to place them back. The outcome was noted as ongoing. The indication for use included failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a45, lot# n272267, product type lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was unresolved with no further action planned. Interventions included reprogramming the device on (B)(6) 2017.